Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the customer has mentioned that the PICC has been damaged, has had holes further down the PICC into the vein. PICC was placed in the basilic left vein (B)(6) 2024 and removed (B)(6) 2024. Hole was found 11cm, external was 7cm. No other information was provided.